Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: the black box began on (B)(4) 2016. Due to continuous use the device, the black box and pump histories have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date the patient experienced a blood glucose (bg) of 304 mg/dl with difficulty waking up. The reporter stated that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the insulin pump. During troubleshooting with customer technical support (cts), it was determined that the basal delivery totals in the total daily dose did not match due to the patient making changing to their basal program, suspending the pump, and the basal edit screen being accessed. Also during troubleshooting, it was revealed that the bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Reportedly, the patient had a sinus infection and was on antibiotics. The patient reported that they thought their illness was the cause of the bg excursion. It was determined by cts that the patient¿s illness and the issue with quality of insulin contributed to the bg excursion as well as use error in changing their basal settings. This complaint is being reported because the patient allegedly experienced hyperglycemia of unclear cause while using insulin pump therapy.